Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer was unable to clear and rewind the insulin pump. Customer reported that they were unsure if the drive support cap was protruded, loose, sticking out or flush. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarms were noted. The motor was tested outside the device and passed. No cosmetic damage noted.